Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens and the lens went into the eye upside down. The lens was removed with no reported patient injury. The lens was exchanged for a longer lens.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4) - no known impact or consequence to patient; unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - medical review. Results - visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable root cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4)

Event description:
Additional information received - the facility indicated the problem was resolved after the lens exchange.